Manufacturer narrative:
H3. Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported evaluation method code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a consumer reported the patient had an active motor stall. It was noted the patient did not recently have an MRI. It was noted the patient spoke to the hcp about the motor stall but the hcp had not checked the pump logs to confirm the actual date of the motor stall. The patient was due for a pump replacement in (B)(6) 2020 for normal battery longevity but because of the motor stall this case was bumped up. There were no symptoms reported. The pump was replaced on (B)(6) 2019 and the report showed intermittent stalls. At the time of replacement, the pump was stalled. When asked what symptoms the patient experienced related to the stall, it was indicated that the patient was managed with oral (po) meds. It was confirmed that there were no environmental, external, or patient factors that may have led or contributed to the event and the cause of the stalls was unknown. The issue was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity and cerebral palsy. It was reported it was unknown when the event/difficulty occurred. The rep would follow-up for more information. It was reported the patient presented to the clinic because the pump was alarming. The physician interrogated the pump to find a motor stall. It was noted the clinic would reopen on (B)(6) 2019 and the rep would gather all information then. The patient¿s weight and medical history were also unknown, but would follow up for more information. The patient¿s status was ¿alive- no injury¿ and the issue was not resolved at the time of this report. No further complications were reported.